Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. It should be noted that the mitraclip ntr/xtr system instructions for use, states: the system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The device was used to treat tricuspid regurgitation (tr); however, this use error did not contribute to any of the reported issues. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be due to procedural circumstances as the echocardiogram quality was poor and an interaction was noted between the clips. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other implanted mitraclip referenced is filed under a separate medwatch report. Exemption numbere 2019001. Permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that the patient underwent a mitraclip procedure, treating grade 5 functional tricuspid regurgitation (tr). The patient anatomy included thin leaflets and the echocardiogram was reduced. Two clips were implanted without issue. After implantation of the third clip, a single leaflet device attachment (slda) occurred with the clip remaining attached to the septal leaflet. It was thought that there was interaction between the clips, resulting in the slda. A fourth clip was implanted to stabilize the detached clip, reducing tr to grade 2-3. No additional information was provided.